Event description:
It was reported the programmed rate was 60, but the pacing was about 40 ppm and the patient was symptomatic. Ventricular pacing impedance was high, > 3000 ohms, and the patient was shocked due to noise. The lead was replaced.